Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/29/2020. Additional information: d10, h6. A manufacturing record evaluation was performed for the finished device pmm971 batch number, and no non-conformities were identified. Additional h3 investigation summary: it was reported that the suture was detached from the needle during continuous suturing. A winding former, a paper lid, a dispensed suture and a detached needle of product code j602, lot # pmm971 were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification and remnant suture was noted, the suture end is severely cut (damaged), resulting in a clip off defect. The clip off defect has been correlated to the manufacturing process. No further functional test could be performed due to the condition of the returned device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an obstetrics-gynecology procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle during continuous suturing. It was not a control release needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/26/2020.